Event description:
No sample or picture was available for analysis. Without the proper sample or picture, an evaluation is not possible to determine the probable root cause of the reported failure. Therefore, the customer complaint cannot be confirmed. The most probable root cause of the reported incident is related to the lack of solvent application during the manufacturing process. The operator did not perform the joining operation correctly, which resulted in the line y port. The current process controls detection includes 1) post sterilization sampling final inspection, 2) 100% visual inspection related to separated components during the manufacturing process and final physical inspections, 3) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing.

Event description:
The following has been reported: nurse reported: rn took primed administration set out of chemo bag and noticed that the tubing separated from the lower y-site. Administration set with oxailplatin. A preliminary review identified the following issue: separated tubing from the lower y-site. Administration set, administration set breaks (any part). Unknown if an active infusion was stopped. No adverse effects were reported. Additional information is needed to complete the investigation.